Event description:
Medtronic received information that a21 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 2.3a. Pump passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. Pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address/serial number label.